Manufacturer narrative:
The device was thoroughly examined for proper operation by a dmta fse and was found to be within dornier specifications. The dmta dss and dmta quality engineer learned from the device owner representative that the patient who died after the lithotripsy treatment had known health issues and also had a do not resuscitate (dnr) statement on file. The final cause of death is unknown by the device owner representative. The device was found as functioning according to specifications and no subsequent incidents have resulted from use of this device for lithotripsy procedures.

Event description:
Dornier quality engineer ii (B)(4) was notified in person by dmta district service supervisor (B)(4) who learned from a customer in his district that a patient had died while in recovery after lithotripsy treatment.